Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Manufacturer narrative:
The scene and device were evaluated. It is the opinion of our expert that the lift chair was not the cause of this event.

Event description:
A fire occurred in an apartment building where a pride lift chair was located.

Event description:
A fire occurred in an apartment building where a pride lift chair was located.